Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitreous cutter became dull, causing excessive aspiration during cataract/vitrectomy combination surgery. Possible iatrogenic tear and retinal detachment. The condition of actuating and cutting was unknown. The surgery was completed on same day, after replacing the product with another one. There was no patient impact.